Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 and se 2367 which occurred on home choice (hc) during dwell 5 of 6. The baxter technical representative (tsr) recycled power, cleared and explained the alarms to the caller. The caller will discard the supplies and finish with manual supplies. The caller did not see an obvious cause of the alarm. The bag had fallen however it did not disconnect from the line. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.